Manufacturer narrative:
(B)(4)

Event description:
It was reported "right catheterization,the balloon didn't inflate and the wire couldn't enter it". The device was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".